Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple episodes of pacemaker-mediated tachycardia was observed causing the patient to have shortness of breath. The device was reprogrammed and the event was resolved. The patient was stable.